Manufacturer narrative:
H2: additional information: h6: health effect - impact code. H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The seal on the chevron end of the package is not sealed. The seal appears to have been present, and it also appears to have been peeled back. The packaging is crinkled and folded on the open end. The device inside the package is undamaged. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packaging sequence found that the operator should confirm the presence of seals on all edges of the pouch and confirm the s&n seal is on the end of the pouch opposite the chevron end. Inspect s&n seals for creases or wrinkles on the seal and reject pouch if these defects are found. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, inappropriate storage or transport conditions, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Corrected data: health effect - clinical code.

Event description:
It was reported that, during an acl reconstruction procedure, when the package of the "2.4mm drill tip guide wire" was opened and checked, it was found the sterile pouch was not sealed properly. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.